Event description:
It was reported that the toric intraocular lens (iol) rotated after implantation. Account indicated that the original axis was 8 degrees and now the iol is at 50 degrees. The uncorrected post-operative vision is 6/15 and prescription is +1.00/-2.00x65, which corrects to 6/6. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d4: serial number: unknown, as information was asked but it was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: implant date: unknown/not provided, as information was asked but it was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as, to date, it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.